Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg) and the right ventricular (rv) lead exhibited high thresholds. The ipg and lead remain in use. No patient complications have been reported as a result of this event.